Event description:
Pt with unresectable hcc received 81.3 mci therasphere via right hepatic artery in 2002. During extended recovery after treatment, pt complained of abdominal pain and was given 2mg IV mso4. Pt did not have complaints of pain prior to receiving therasphere. Due to close timing of this toxicity to therasphere treatment, it is not possible to exclude treatment as a possible cause of this toxicity.